Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The returned battery cap had damaged threads, and the ¿coin slot¿ at the top of the battery cap was damaged. The battery cap was unable to secure onto the pump, and the pump powered on intermittently with the returned battery cap. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.